Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one sealed hemosplit d/l catheter kit was returned for evaluation. Gross visual evaluations were performed. The sample appeared to have minor humidity stains throughout the package. Components within kit did not appear affected. Therefore, the investigation is confirmed for the identified moisture damage problem. However, the investigation is unconfirmed for the reported unsealed device packaging as the tray inside the pouch will be unsealed which refers to the gaps between the top and bottom of the tray. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a dialysis catheter placement procedure, the packaging was allegedly damaged. It was further reported that the inner seal was visibly opened but the contents were intact. There was no patient contact.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one sealed hemosplit d/l catheter kit was returned for evaluation. Gross visual evaluations were performed. Components within kit did not appear affected. Therefore, the investigation is unconfirmed for the reported unsealed device packaging as the product was returned with the seal intact. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. (Expiration date: 04/2024), (result, conclusion) section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a dialysis catheter placement procedure, the packaging was allegedly damaged. It was further reported that the inner seal was visibly opened but the contents were intact. There was no patient contact.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 04/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that prior to a dialysis catheter placement procedure, the packaging was allegedly damaged. It was further reported that the inner seal was visibly opened but the contents were intact. There was no patient contact.